Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect stat high sensitive troponin-I result generated on an architect i2000 analyzer for a (B)(6) year old male patient. Sid (B)(6) initial result = (B)(6) ng/l; repeat result = (B)(6) ng/l (customer diagnostic cutoff: male >34ng/l). The patient was treated for presume acute coronary syndrome with one dose each of aspirin, bisoprolol, fondaparinaux, and tricagrelor. All were stopped the next day. The patient was delayed discharge from the hospital until the next day.

Event description:
The customer observed a false positive architect stat high sensitive troponin-I result generated on an architect i2000 analyzer for a (B)(6) year old male patient. Sid (B)(6) initial result = (B)(6) ng/l; repeat result = (B)(6) ng/l (customer diagnostic cutoff: male >34ng/l). The patient was treated for presume acute coronary syndrome with one dose each of aspirin, bisoprolol, fondaparinaux, and tricagrelor. All were stopped the next day. The patient was delayed discharge from the hospital until the next day.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit of lot 29442ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the likely cause list number nor complaint issue. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing of a retained reagent kit of the likely cause lot determined all specifications were met, indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 29442ud00 was identified.